Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the local distributor informed that the patient had suspicion of extrinsic outflow graft obstruction (eogo). There was a plan for a computed tomography angiography (cta). The log files were downloaded and further investigation was being waited for. There were low flows noted. The data was looked at and the trended data did not contain attributes which would lead to suspect eogo. It was noted this did not mean the obstruction did not exist. Other clinical indications for an obstruction should be looked at. The cta and left ventricular ventriculography showed no signs of obstruction. The patient had biventricular heart failure before implant. The right ventricle worsened. Standard heart failure treatment was started.

Manufacturer narrative:
Section b1: type of report corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined through this evaluation, the account reported they were associated with right heart failure. The controller event log file contained events from 02jul2025 through 03jul2025. Low flow hazard alarms were captured on 03jul2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) 4. No further related events have been reported at this time. The relevant sections of the device history records for mlp-041804 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision c, and the heartmate 3 patient handbook, rev. B, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There was not believed to be a device related issue. Upon questioning it was revealed that the patient had discontinued heart failure medications and experienced a stressful situation. After this the pump flows decreased. Further evaluation confirmed right ventricular failure. The patient experienced symptoms of dyspnea on minimal exertion, reduced exercise tolerance, massive lower limb edema, generalized weakness, fatigue, somnolence, and episodes of low flow alarms. Based on hemodynamic parameters and invasive monitoring, the pump speed was increased to 6000 rpm to optimize left ventricular unloading and ensure adequate cardiac output under echocardiographic and lvad parameter guidance. Dobutamine infusion at 5 mcg/kg/min and continuous furosemide therapy were initiated along with optimized guidance-directed medical therapy for heart failure. Following these measure, pump parameters stabilized, pump flow improved to 4.7 l/min, and the patient¿s overall condition improved, with resolution of dyspnea, increased exercise tolerance, and normalization of laboratory and instrumental findings. Eogo was confirmed to be absent.